Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one of patient's lead broke and the other lead exhibited noise. In addition, the patient's device was near end of life (eol). Hence, entire system was extracted. A new device and leads were implanted. No additional adverse patient effects were reported.